Event description:
On (B)(6) 2013, the reporter contacted animas stating that the pump¿s battery life was shorter than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/09/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/19/2014 with the following results:a review of the pump¿s black box showed evidence of sudden voltage drops on 12/07/2013. Multiple battery related alarms were observed in the alarm history. During testing the pump was able to power on and prime correctly. The pump was exercised for 24 hours with no alarms. The current draws were found to be above specifications. An intermittent connection was found on the printed circuit board. The connection was re-established and the current draws were nominal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).